Event description:
It was reported that the patient¿s pump displayed a glucose value of 60 mg/dl overnight, which prompted the patient and spouse to treat for hypoglycemia with oral carbohydrates; the patient did not perform a confirmatory fingerstick, and education on verifying hypoglycemia with a fingerstick was provided with troubleshooting completed. Customer care provided support that included counseling and education on fingerstick confirmation for hypoglycemic or hyperglycemic events. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of the hypoglycemic reading remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.